Event description:
Pt admitted with diagnosis of painful internal fixation. The pt originally suffered a femoral neck fx left hip and a placement of a noncemented austin moore type of prosthesis. This was done at another facility in 1999. The pt since day of pt's arthroplasty had pain over the lateral aspect of the site. Pt stated was unable to bear weight on the extremity. Pt received an injection to the site but obtained no relief. X-ray revealed prosthesis within the femoral canal appeared to be a varus position. The stem appeared to be coming into contact with the endoseal surface of the femur. Per surgeon, intraoperative, the component being definitely loose within the canal. Pt underwent revision left total hip arthroplasty in 2001.